Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation results of cutting wire kinked. Block h11: (investigation results). The returned truetome 44 was analyzed, and a visual evaluation noted that the working length was kinked and twisted, the cutting wire was kinked as well. Media evaluation also observed that the working length at distal section kinked and twisted, and the wire bowed correctly. No other problems with the device were noted. The product analysis revealed that the working length was kinked and twisted. The problem could be caused after multiple attempts to rotate the handle of the device or during the introduction of the device into the scope. The working length and the cutting wire were kinked could also be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Based on all gathered information, the most probable root cause of this complaint is "adverse event related to procedure".

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2025. During the procedure, the tip of the device does not move when the handle is manipulated. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Note: video of the complaint device outside the patient provided by the customer shows the working length at distal section kinked and twisted. This event has been deemed a reportable event based on the investigation finding of device wire kinked.